Event description:
Patient had clindamycin running with continued IV fluids. When the medication was finished running, the nurse flushed the line with normal saline. Upon unhooking the tubing from the line, the tubing broke off leaving insertion piece still connected to IV port. This nurse could not pull the insertion piece from the main line and had the respiratory therapist (who was doing ippb at the time) pull the piece from the main line. The nurse then gathered all pieces and sent them to risk management. New IV tubing was required. No delay in therapies.